Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the usb port on the sales representative's tablet was broken. He was trying to insert the usb cable into the tablet but it would not stay in. He looked at the usb port on the tablet and the black piece was missing. He couldn't find it in either of his serial cables, so he wasn't sure where it went. There was no known mishandling or damage to the tablet. No patients were affected. The tablet was received for analysis on 10/20/2016. Product analysis for the tablet was completed and approved on 10/31/2016. An analysis was performed on the returned tablet and the reported allegation was verified. During the analysis it was verified that the usb port was damaged. No other anomalies were identified.